Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reports they don't feel like therapy is working because they have no control over their symptoms; this issue was noticed on (B)(6) 2018. They also said they had a "really bad day yesterday" because they were having accidents; the reason for calling was to determine if their ins needs to be adjusted. They noted their spouse helped adjust their settings the day prior to reporting and noted that they couldn't go any higher. Patient also said they felt stimulation at first, but now they don't. When asked for a date for when this was first noticed, patient said it was a couple of months ago, but they've been just "dealing with it" and that it "hasn't been fun". They also said they thought their ins was working, but their symptoms were getting worse so they took imodium to try and help. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was off. When asked if they know how therapy got turned off, they answered that they didn't know. It was reviewed that therapy needs to be on for it to be effective so it was turned on; stimulation was felt comfortably at 3.0v. The patient was instructed to review any directions previously given to them by their healthcare provider (hcp). It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to complete a voiding diary to track progression/therapeutic response; therapy expectations (50% reduction in symptoms) was also reviewed. It was lastly reviewed to follow up with the hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to stimulation being off and if the cause was determined, the patient said they were keeping a journal. They further said they've had some accidents. When they look at their device, the lightening bolt turns off so they have to turn it back on periodically; they leave the device on. When asked, they said it is only sometimes resolved. They further said they have stimulation set on 8.5v and they have accidents if they go lower. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who repeated the issues that have been previously documented. The patient added that they were supposed to see their healthcare provider (hcp), but didn't because they think they've figured out what was happening. The patient further explained and thinks they were turning the ins off by pressing the "turn implant off" button the side of the patient programmer (pp). The reason for today's call was to get information on programs; information was reviewed. They also indicated their reason for calling back was resolved over the phone. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who reiterated the same issues that were previously mentioned. Patient also said they need to check their ins every half hour to hour because it turns off by itself. The call center confirmed that they let their patient programmer (pp) turn off by itself and they don't use the buttons on the side to turn off their ins. The patient added that they just checked the device and it was off so they turned it on; they have been having accidents when the device turns itself off. During the call, the patient synched to their ins which showed stimulation was on; they were at 8.5v. It was reviewed that 8.5v was the maximum setting. When asked, the patient recalled a fall sometime around august; they fell off a "cliff" and got a concussion from the fall. It was reviewed that falls can affect the device so the patient was redirected to the healthcare provider (hcp) to address the fall, lack of relief, and device shutting itself off. No further patient complications have been reported as a result of this event.